Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system. During the procedure, the graft did not deploy as expected. After positioning of the graft the crown appeared fully deployed however the bottom appeared constrained. The pigtail was used to release the compression open. The aneurysm was excluded with successful seal however, the graft was noted to land lower than expected. The procedure concluded without incident. The patient was reported in good condition and will continue to be monitored. There was no negative patient sequelae as a result of this event.